Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The power supply was observed to have damage in the form of exposed internal wires at area where the output cable joins the strain relief. No visible damage was observed on any other returned cables and cords associated with power connections. No software malfunctions or anomalies were observed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.